Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the vessel sealer extend (vse) instrument to perform failure analysis (fa). Fa was able to confirm and reproduce the customer reported complaint. The vse instrument was found to have a dislodged set screw from the grip open ring. As a result, the instrument grips would not open. The screw was found dislodged from its normal position and stuck onto the magnet inside of the housing. There are no signs of potential fragments. Additionally, the vse instrument was found to have the grip open ring dislodged at the proximal end. The set screw became dislodged from the grip ring, causing the grip ring to shift, furthermore affecting the operation of the instrument¿s jaws. The jaws would not open when attempted. As a result of the grip ring screw dislodged, the grip ring also became dislodged. Further evaluation found the vse instrument exhibited imprecise motion during gripping and un-gripping. The instrument passed the recognition and engagement tests. The grip tips moved within the joint limits and in the commanded direction, however a lag or delay in the motion that was observed. The jaws failed to open properly. The root cause is attributed to dislodged grip ring screw and grip ring.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend instrument had a broken jaw release button. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: the release button broke at the instrument housing. No material was missing from the instrument that enters the patient's body.